Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in the patient along with a non-mdt stent graft main body for an unknown endovascular treatment. It was reported, during the procedure there was a non-mdt ipsilateral limb implanted as the main body device and an endurant ii extension was implanted proximally, another non-mdt contralateral limb was implanted on the right. After the procedure a type ia endoleak was observed. Intervention was carried out 2 weeks post the index procedure where a non-mdt aortic extension was implanted. A final angiography showed the type ia endoleak to be resolved. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Updated fdc code at investigation completion. If information is provided in the future, a supplemental report will be issued.